Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a nasopharyngeal sample on (B)(6) 2022. Confirmation testing via pcr (platform: unknown) was performed on (B)(6) 2022 and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a nasopharyngeal sample on (B)(6) 2022. Confirmation testing via pcr (platform: unknown) was performed on (B)(6) 2022 and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional information was provided.